Manufacturer narrative:
The plate system control board was sent to the manufacturer for evaluation. When installed in a known operational imaging system, image acquisitions could not be performed. The error logs of the imaging system showed motion and can errors.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative was able to confirm the reported event. The system logs were also analyzed and it was suspected that the system control board caused the event. Replacement of the system control board resolved the issue. No further issues were reported. Replaced board was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system could not take x-ray images despite booting up normally. It was also noted that the lamp on the mobile view station (mvs) was not lit. There was no patient present when this issue was identified.